Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. During the preparation, when the device was checked whether the image was normally displayed or if there was no air inside during imaging, the catheter suddenly got twisted with no load applied to it and became unstable and after that a catheter separation occurred approximately at the transparent and blue connection part of the device. The procedure was completed with another of same device. There was no patient injury.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed a kink in the sheath assembly and the imaging window was detached in the lapjoint section. The reported "sheath detachment of device or device component" event was confirmed based on complete detachments are prone to occur in the lapjoint section due to the difference in rigidity between the imaging window and the sheath section. Due to this, the bending forces in this section are not evenly distributed and are mainly focused over the least rigid material. Since it was confirmed that the manufacturing process was successful, it is possible that this issue occurred during the procedure, either during insertion of the device, or due to the handling and manipulation from the user. Regarding the encountered kink in the sheath, these are often caused by the action of external forces over the material such bending forces could be encountered during the procedure at several stages, mainly during handling or manipulation of the device by the user. A kink in the sheath can occur in the procedure during advancement maneuvers inside the vessel and into the interest area, in this process, the friction between the catheter and the lesion creates a force that opposes the movement of the catheter. If the pushing force from the user and this opposing force caused by the friction are not parallel to each other, the sheath could bend and consequently collapse into a kink.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was selected for use. During the preparation, when the device was checked whether the image was normally displayed or if there was no air inside during imaging, the catheter suddenly got twisted with no load applied to it and became unstable and after that a catheter separation occurred approximately at the transparent and blue connection part of the device. The procedure was completed with another of same device. There was no patient injury.